Manufacturer narrative:
(B)(4). D10: 00598603702, option st tib plt size 4, lot 63246098 00596401551, lps-flex option femoral e-l, lot 63285230 00597206529, all poly pat comp 29dia, lot 63256422 g2: event occurred in UK customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 6 years post implantation of a knee arthroplasty, the patient underwent a revision due to unknown reasons. Attempts have been made and no additional information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h0 the reported event could not be confirmed as medical records or devices were not provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.